Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of non-physiological signals and pacing impedance of greater than 3,000 ohms since (B)(6) 2021. Currently, the detected atrial signal is very low and sometimes below the minimum agc sensitivity. A fracture of the right atrial (ra) lead was suspected by technical services (ts), and x-ray imaging was recommended to further evaluate. It was noted the patient's generator has an estimated remaining battery longevity of less than one year, and ra lead revision could be considered at time of generator replacement. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the root cause of the clinical observations associated with this lead. The lead remains implanted and therefore has not been returned to boston scientific for laboratory analysis. Note this investigation will be updated should further information be provided. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this lead remains implanted; therefore, physical analysis cannot be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Risk assessment: a risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of non-physiological signals and pacing impedance of greater than 3,000 ohms since (B)(6) 2021. Currently, the detected atrial signal is very low and sometimes below the minimum agc sensitivity. A fracture of the right atrial (ra) lead was suspected by technical services (ts), and x-ray imaging was recommended to further evaluate. It was noted the patient's generator has an estimated remaining battery longevity of less than one year, and ra lead revision could be considered at time of generator replacement. No adverse patient effects were reported. This lead remains in service.